Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with symptoms of pain and discomfort. The pacemaker had entered safety mode and interrogation revealed the following codes: 0x0 0x0 0x0. It was determined that the patients symptoms were secondary to the safety mode switch to unipolar pacing. The patient was transferred to a different medical center via ambulance, and the device was successfully explanted and replaced. Lead numbers were within normal limits, and the patient was discharged. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with symptoms of pain and discomfort. The pacemaker had entered safety mode and interrogation revealed the following codes: 0x0 0x0 0x0. It was determined that the patient's symptoms were secondary to the safety mode switch to unipolar pacing. The patient was transferred to a different medical center via ambulance, and the device was successfully explanted and replaced. Lead numbers were within normal limits, and the patient was discharged. No additional adverse patient effects were reported. This pacemaker was returned for analysis.